Manufacturer narrative:
The customer reported that the device failed to discharge via paddles. The unit was evaluated at philips, and the symptom was verified. Replacing the therapy pca resolved the issue.

Event description:
The customer reported that the device failed to discharge via paddles.